Event description:
The patient was initially implanted with a bifurcated stent graft and an afx limb extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years post initial procedure, a type 1a endoleak, a potential type 1b endoleak on the right limb, and a potential type 3b endoleak were identified. Reintervention was completed, the physician elected to implant an afx2 bifurcated stent graft, afx vela suprarenal, and an ovation ix extender. The final patient status was reported as doing well. Corrected information: a clinical assessment determined that there was no mentioned of a 3b endoleak during the secondary endovascular procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak and type 1b endoleak from the right side were confirmed. The type 3b endoleak was not mentioned or stated during the secondary endovascular procedure. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b5 describe event or problem. G4 awareness date . H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11. H7: remove recall. H9: remove recall number.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata .

Event description:
The patient was initially implanted with a bifurcated stent graft and an afx limb extension to treat an abdominal aortic aneurysm (aaa). Approximately ten (10) years post initial procedure, a type 1a endoleak, a potential type 1b endoleak on the right limb, and a potential type 3b endoleak were identified. Reintervention was completed, the physician elected to implant an afx2 bifurcated stent graft, afx vela suprarenal, and an ovation ix extender. The final patient status was reported as doing well.